Event description:
End user reported circumferential peristomal skin breakdown just next to her stoma that bleeds at times. No blood noted in her pouch. She notes this bleeding when she changes her skin barrier approximately every 2 days. She said it usually bleeds a small amount but today it bled a moderate amount. The product has been in use for approximately one (1) week.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user cleanses her skin with water and uses (B)(4) protective barrier wipes on her peristomal skin. She saw a wound and ostomy nurse who recommended marathon liquid skin to the peristomal skin breakdown. The end user was instructed to contact her doctor or wound and ostomy nurse to notify them of the bleeding. Crusting with (B)(4) powder and protective barrier wipes were discussed with the reporter. The end user was instructed if area worsens or does not improve to call back for add'l instructions. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted.

Manufacturer narrative:
The product associated with batch 3b01987 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 18, 2015. Batch record review was performed and no discrepancies or non-conformances were discovered. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).